Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away a day after the trial ended. The physician did not believe this to be related to the device.